Event description:
It was reported that one day post implant, the right ventricular (rv) lead had intermittent capture when the patient carried out some movement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.